Event description:
While performing onsite service for the device, it was identified by a philips field service engineer (fse) that the unit would fail to recognize the installed test load. There was no patient involvement.